Event description:
In-situ cutter spring in middle of instrument has disassembled itself and is no longer usable. Disassembly found after sterilization.

Manufacturer narrative:
Device was not returned for investigation. An investigation was not possible. The root cause is unk. Possible root causes: stress corrosion cracking caused by insufficient cleaning; wrong handling.